Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the right plunger case and square shaft are loose outside the pump, and all of the plastic parts and plunger case seal are missing. A 'sf: force sensor bridge test' alarm was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the main board was the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device exhibited a force sensor error. There was unknown patient involvement.